Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the doctor found inflation problem prior to use."

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed and the cuff was inflated to 25mbar using a calibrated endotest meter. No issues were encountered. The sample was then immersed in water for leak testing. No air bubbles were observed coming from the cuff , indicating no leakage. A colored water test was also conducted on the lumen to observe if there is any constriction on side arm fitting that can cause an inflation issue; however, no issues were identified. A device history record review was performed and no relevant findings were identified. The complaint of leakage could not be confirmed. No issues were found with the returned sample.

Event description:
It was reported that: "the doctor found inflation problem prior to use." No patient involvement.